Event description:
It was reported that the patient was placed under anesthesia with an oral airway. The patient experienced breathing distress and an attempt was made to place an lma without success. It was stated that the airway was scanned and a large tumor was found. The event was attributed to the tumor found in the patient¿s throat. The patient was intubated and sent with an ambulance to the hospital. The patient was hospitalized. As of (B)(6) 2015, the patient was still in the hospital. The event occurred during a pump replacement. The case was stopped at that point and the pump was not used. The patient was also taking methadone and fentanyl patches at the time of the event. The pump was used to deliver morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l46496, implanted: (B)(6) 1997, product type catheter; product ID 8637-40, serial # (B)(4), product type pump. (B)(4).